Manufacturer narrative:
(B)(4). Date sent: 11/14/2025. D4: batch #unk. Updated data: d4 (lot number, expiration date), h4. Corrected data: d4 (UDI) . Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned applicator. Visual analysis of the returned sample determined that an ech60r individual 1-up carton was returned with a foil, and no applicator was returned for analysis. In addition, two buttresses were received inside of a plastic bag. The buttresses were received with visible degradation/flaking due to previous exposure, the time out of foil packaging, and the decontamination process, the integrity of the absorbable materials could not be assessed and therefore no further testing could be conducted. No conclusion could be reached on the cause of the reported event. As part of our quality process, the manufacturing records of this lot number were reviewed, and the manufacturing standards were met prior to the release of this lot. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device ech60r; uhcbqhs0 number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 10/30/2025 d4: batch # unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown laparoscopic respiratory procedure, when approaching the tissue, the doctor visually confirmed that the ech60r was twisted. As he was concerned about the formation of staples, it was replaced and completed the surgery with a replacement. There was no effect on the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No additional information was provided.